Event description:
It was reported that during an elective right ventricular (rv) lead extraction, the left ventricular (lv) lead became dislodged. The lv lead was extracted and will be replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned in segments and visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d274trk, ICD, implanted: (B)(6) 2010; 680r28, heart ring, implanted: (B)(6) 2012. (B)(4).